Manufacturer narrative:
Tmm is choosing to replace this device and monitor as this is a very rare occurrence. First on record for tmm. Item has been replaced and all is working well. The only other time we've seen this is when the battery was clearly dropped/misused. This could have been the case, but couldn't validate via pictures.

Event description:
No injury reported. No pts were event around, but reporting based on potential hazard. Customer called to state there was battery acid leaking from the battery while it was on the charger (which was left on the charger over the weekend). Dennis from biomed was the ultimate person that discarded the battery without returning to tmm for obvious reasons. He wasn't sure of any environmental issues on their end.